Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cassette was not aspirating the vitreous and the vitrectomy probe was not cutting. It was unknown if the vitrectomy probe was aspirating. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Evaluation of cassette sample: the lot complaint history was reviewed for the cassette lot; this is the third complaint for the finish goods lot and third for this issue. The device history record (DHR) shows the product was released per specifications. The wet returned cassette sample was visually inspected and no obvious defects were observed. The probe was sent to the manufacturer for analysis. It was noted the infusion cannula was not returned. Used lab stock components to replace missing items and continue testing. A console representing the current software version was used to test the sample. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. The aspiration and extrusion mode on the probe and auxiliary fluid path were within specification. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Evaluation of probe sample: a review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were fourteen other complaints for the reported issue. One probe sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. Foreign matter was on the port face. Actuation testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The cutter had no movement. The probe was disassembled and the components inspected. There is approximately 10-15 minutes of usage of wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of coupling. No resistance was felt when removing the inner cutter from the needle. Gouge marks are present at the bend area. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that after approximately 10-15 minutes of use, the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).